Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a severely calcified lesion in the right common femoral artery. As the oad was advanced, a high pitch noise was heard and the oad stopped advancing through the lesion. The oad was attempted to be advanced three times before the physician stopped the procedure to evaluate the oad. The saline sheath appeared to be separated, but not detached. A new oad was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The oad was returned to csi for analysis. The saline sheath and driveshaft were observed to be fractured. Stall events were identified in the device data log. Scanning electron microscopy identified evidence of fatigue indicating that the device likely spun in a high-stress environment. The compressive force may have been applied to the device causing the reported fractures. However, the root cause of the event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID:(B)(4).